Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the mini lock safety infusion set was used to access the ports, the needle was placed and tried to pull saline through but instead of the saline staying in the device it leaked down the patient's chest. The needle was removed and replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed and the cause was supplier-related. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12 ml syringe revealed leakage at the extension tubing/needle housing joint. Microscopic inspection of the leak site revealed a gap in the adhesive bond between the housing and the tubing. The observed leakage was caused by an incomplete adhesive bond between the extension tubing and the proximal end of the needle shaft. That incomplete adhesive application occurred during device assembly. The device is a supplied component and the supplier has been notified of this event.